Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa) and popliteal artery with 99% stenosis, moderate calcification and no tortuosity. The hi-torque (ht) command 18 guide wire had resistance and became stuck with the support catheter and the tip portion separated in the catheter. The physician pulled back on the guide wire to be removed. The catheter was withdrawn from the anatomy and was then aspirated. The tip of the command guide wire was released from the support catheter and into the syringe. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa) and popliteal artery with 99% stenosis, moderate calcification and no tortuosity. The hi-torque (ht) command 18 guide wire had resistance and became stuck with the support catheter and the tip portion separated in the catheter. The physician pulled back on the guidewire to be removed. The catheter was withdrawn from the anatomy and was then aspirated. The tip of the command guide wire was released from the support catheter and into the syringe. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the access site was the right common femoral artery. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to the device condition. The reported material separation was confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.